Event description:
The customer reported that they needed retrospective data and could not review the traces from obtv's optical data disk.

Manufacturer narrative:
The customer reported that they needed retrospective data on a pregnancy with an adverse outcome, and could not review the traces from obtv's optical data disk. According to part number 453564132491 obtracevue instructions for use (IFU). Obtv is a diagnostic aid that does not replace the clinician's judgment. The interpretation of alarms and the appropriate clinical response remains with the clinician. The response center engineer (rce) assisted the customer in troubleshooting this issue, by logging into the system and found that the requested disk had a 'livetick' problem. The rce had the customer eject the disk with the livetick problem and start a new archive disk. The rce explained to the customer that they would need new backup disks to go with the new archive. The issue was resolved by using a new optical disk (media), since the original was not working. The optical disk involved was not a philips product nor was it distributed by philips. It is considered that the data could be reviewed, which the customer wanted to review from the beginning. A lack of contrary information and further calls supports that the data could be reviewed. This customer's problem had nothing to do with monitoring this patient. The assistance needed to retrieve the retrospective data is considered as unrelated to the adverse outcome. No further investigation or action is warranted.